Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was sent in for an evaluation. Visual inspection revealed that the bioset had the spike tip deformed. A piece of the spike tip was resting on the activation point of the vial stopper. From sample investigation, it can be concluded that the cause of this condition was due to misuse during an improper activation procedure. This was further confirmed since a piece of spike tip was found resting on the activation point of the vial stopper. Batch file analysis was performed on lots 08l16i2360bi, 10b09i2422bi. There were no reported similar issues during in process testing by both q.a. And production. There were no reported incidences of non conformities at biogen incoming inspection on customer samples taken during the entire production of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter corporate product surveillance of a bioset that had a deformity with the tip of the bioset plastic needle. This condition was discovered during use. There was no patient involved or medical intervention necessary. No additional information is available.